Event description:
Dealer states the left transport bracket is bent and broken almost falling off the chair. No injury reported and dealer does not know how the bracket got that way. He was doing some repair on the chair and noticed the problem with the bracket.